Event description:
It was reported that following a surgery for repair of hemorrhoid, she has had pus constantly dripping form her rectum. The patient has had fever and cold chills. She has been seen a physician and has been diagnosed with rectal prolapse and return of hemorrhoids. The patient consequences have been fever, chills, rectal prolapse and hemorrhoids. The device is not available for return and analysis.

Manufacturer narrative:
(B)(4); device was not returned for evaluation.

Manufacturer narrative:
(B)(4). Additional information: multiple attempts have been made to obtain additional follow up information. At this time, no response has been received from the consumer. No product is available for return and no lot number has been provided.

Manufacturer narrative:
(B)(4). This file is a duplicate of report # 3005075853-2014-08779 ((B)(4)) and will be voided.